Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead had a high threshold and impedance. After several attempts the values were still high, so the physician decided to attach the new device to the old ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and blood/body fluid was found on the distal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and tissue was found on the helix. The stylet was bent and was stuck in the distal coil of the lead. The lead appeared to have been stretched and damaged at implant. The analyst noted that the helix was returned extended and bent with blood and tissue visible, and that the lead was returned with a bent stylet suck inside the lead. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.